Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the implantable neurostimulator was not working because two of the four screws were penetrating the patient's spinal nerve roots. The screws were filed down, and since there is too much damage, the patient is using a pain pump now.

Event description:
(B)(6) 2016 (B)(4) (con): omitted information regarding depleted ins (pe (B)(4)), ineffective therapy ((B)(4)) and unrelated medical conditions (sr (B)(4)) additional information from the patient reported that she was ill through the whole penetrating screw replacement procedure in 2005. It was noted that eleven years later in 2016, it was determined with the doctor that the two screws were still implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.